Event description:
Information was received that during bench-testing of this smiths medical medfusion pump, the pump exhibited battery communication timeout. Investigation completed by the field engineer reviewed the device alarm history and found base task timeout, base not responding, depleted battery and battery communication timeout messages. No reported adverse effects.